Event description:
We were informed that eva was not providing phaco after switching the foot pedal to position 3. After releasing the footswitch and going back previous step phaco power was present. The surgeon indicated that this was a recurrent issue during the surgery day and that this issue was encountered also in the previous weeks. In addition, stability of the anterior eye chamber is often less stable. No patient injury did occur.

Manufacturer narrative:
With regard to the reported event, the eva surgical system subject to the event was investigated on location. Functional testing by our technical specialist on location could not reveal any anomalies. The system was functioning within specification. Also a logfile review did not reveal any anomalies. Although the reported event was captured on film, we could not determine a cause for this phenomenon. To investigate the reported event, several modules and even the complete eva surgical system were exchanged. However, exchange of the modules and the eva system did not seem to improve the issue significantly. Additionally, investigation of the modules did not reveal any anomalies that can be attributed to the reported event. Furthermore, the eva surgical system that was temporary used at the surgical site was supplied to another customer almost 1 year ago. No events were reported on the system until today. Based on the information available and the investigation results, a conclusive (root) cause could not be determined. Please note that we will continue to support the customer to find the source of the issue. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No remedial or corrective/preventive or actions are considered to be necessary as a result.

Manufacturer narrative:
The incident is still under investigation. No corrective or preventive actions can be implemented until the investigation has been completed.

Event description:
We were informed that eva was not providing phaco after switching the foot pedal to position 3. After releasing the footswitch and going back previous step phaco power was present. The surgeon indicated that this was a recurrent issue during the surgery day and that this issue was encountered also in the previous weeks. In addition, stability of the anterior eye chamber is often less stable. No patient injury did occur.

Manufacturer narrative:
Additional information related to this event is requested and investigation is ongoing. No corrective or preventive actions can be implemented until the investigation has been completed.

Event description:
We were informed that eva was not providing phaco after switching the foot pedal to position 3. After releasing the footswitch and going back previous step phaco power was present. The surgeon indicated that this was a recurrent issue during the surgery day and that this issue was encountered also in the previous weeks. In addition, stability of the anterior eye chamber is often less stable. No patient injury did occur.

Manufacturer narrative:
We were informed that eva was not providing phaco after switching the foot pedal to position 3. After releasing the footswitch and going back previous step phaco power was present. The surgeon indicated that this was a recurrent issue during the surgery day and that this issue was encountered also in the previous weeks. In addition, stability of the anterior eye chamber is often less stable. No patient injury did occur.

Event description:
We were informed that eva was not providing phaco after switching the foot pedal to position 3. After releasing the footswitch and going back previous step phaco power was present. The surgeon indicated that this was a recurrent issue during the surgery day and that this issue was encountered also in the previous weeks. In addition, stability of the anterior eye chamber is often less stable. No patient injury did occur.